Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the adhesive pad still attached to the bottom housing. A rotational sensor malfunction was observed. The pod arrived in pod state 15 delivering a total of 44 pulses 34 of which were in first priming. The pod was reset, connected to an unused pdm and began priming although the pod generated a 0x5c hazard alarm indicating open count too low at end of prime and the pod replicated the rotational sensor error. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed commutator cap contamination can be confirmed as the cause of the rotational sensor malfunction and device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide moved forward but the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.